Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure modes "material twisted/bent" & " fitting problem". Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure modes "material twisted/bent" & " fitting problem". Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device but not lined up with the number "2" on the delivery device with the white plunger not depressed and blue slide lock not engaged. The seal was observed in the loading device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. The seal was observed to be in a partially taco shape, with no visual defects observed. The delivery device was observed to be intact. The delivery device tube was observed to be partially flattened at the tip of the delivery tube to the center. Measurements were taken of the delivery device; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220 inches . The length of the delivery tube was measured at 2.50 inches . The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, both the reported failures "fitting problem" and "material twisted/bent tube" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii system (3.8mm), they attempted to load hs seal into delivery tube. Process was not successful as delivery tube "bent" during attempt to load heartstring. Seal was not able to load correctly into delivery tube. New hsk-3038 device was opened to completed the case. Case was completed successfully. No injury.